Manufacturer narrative:
H2 additional information: - h6 patient code 2263 removed. - h6 device code 2993 removed. - h6 method code 4117 and 3331 removed. - h6 results code 3233 removed. - h6 conclusion code 11 removed. Subsequent to the initial filed report, it was discovered that that celonova biosciences was already aware of this event prior to FDA approval and report had already been filed via PMA report # (B)(4). No additional investigation will be conducted.

Event description:
A 68-year-old male with medical history of coronary artery disease (cad) with prior percutaneous coronary intervention (pci) on (B)(6) 2009, hypertension, and prior smoker (1 pack/day) presented with stable angina. Angiography showed an 80% stenosed type b1 de novo lesion in the mid left anterior descending (mlad) coronary artery. Patient enrolled in cobra trial on (B)(6) 2014. The patient underwent percutaneous coronary intervention (pci) with pre-dilatation of the lesion, followed by deployment of a 2.5x15mm cobra pzf¿ stent in the mlad. No post-dilatation was required. The procedure was concluded without complication. The patient presented with recurrent chest pain on (B)(6) 2014, stress test was abnormal. Angiography showed 90% in-stent restenosis in the study device. The patient underwent two-vessel coronary artery bypass graft (CABG) surgery (including target vessel) on (B)(6) 2015, resolving the event. Per the investigator, the event is definitely related to index procedure and study device. Subsequent to the initial filed report, it was discovered that that celonova biosciences was already aware of this event prior to FDA approval and report had already been filed via PMA report # (B)(4).

Manufacturer narrative:
Stent remains implanted in patient. As event occurred approximately 36 months after index procedure and there were no reported device malfunctions, the delivery system is presumed discarded and will not be requested. A review of the lot history record (lhr) indicated that there were no non-conformances related to the reported adverse event. The lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that restenosis is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) was conducted. Restenosis is listed in the IFU as a known potential adverse. The investigation is not yet complete. A follow-up report with additional relevant information will be submitted.

Event description:
A (B)(6) male with medical history of coronary artery disease (cad) with prior percutaneous coronary intervention (pci) on (B)(6) 2009, hypertension, and prior smoker (1 pack/day) presented with stable angina. Angiography showed an 80% stenosed type b1 de novo lesion in the mid left anterior descending (mlad) coronary artery. Patient enrolled in cobra trial on (B)(6) 2014. The patient underwent percutaneous coronary intervention (pci) with pre-dilatation of the lesion, followed by deployment of a 2.5x15mm cobra pzf¿ stent in the mlad. No post-dilatation was required. The procedure was concluded without complication. The patient presented with recurrent chest pain on (B)(6) 2014, stress test was abnormal. Angiography showed 90% in-stent restenosis in the study device. The patient underwent two-vessel coronary artery bypass graft (CABG) surgery (including target vessel) on (B)(6) 2015, resolving the event. Per the investigator, the event is definitely related to index procedure and study device. Additional information as requested but has not yet been received.